Manufacturer narrative:
(B)(4). (Endoleak); (severe vessel angulation; moderate vessel calcification).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the vessel morphology was reported as severe tortuosity, severe angulation, and moderate calcification. It was reported that the pt returned for a f/u, and the CT demonstrated that there was a type iii endoleak (fabric tear) in the ipsilateral limb of the bifurcated stent graft, just below the bifurcation; there was severe vessel angulation at the location of the fabric tear. The physician elected to implant two 16 mm iliac limb stent graft, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.